Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during manual priming and bolus. Blood glucose level at the time of the incident was 224 mg/dl. The customer reported that she felt resistance when trying to manually push insulin through the tubing. The customer reported that there was an additional no delivery alarm that was resolved by a complete set change. Blood glucose level at the time of the incident was 250 mg/dl. The insulin pump was not replaced or returned for analysis.